Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in a therapy that was initiated on (B)(6) 2013 at 02:47:05. During night drain cycle four, the patient's ultrafiltration reading was 1493ml, indicating the home patient (hp) drained 1393ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The reported iipv event was confirmed through an event history log review. The cause of the iipv event was use error, tidal total ultrafiltration (uf) removal was set too low (at 200ml) . Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.